Manufacturer narrative:
The audio problems occurred as the result of incorrect installation settings. The field service engineer resolved the alarming issue by disabling the sound on the newly installed monitors. No further investigation is warranted. The device remains on site and in use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their central station was not audibly alarming. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.